Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that it was discovered about 2 weeks ago that the catheter was kinked and surgery needed to be performed to replace the pump. The caller was having issue finding a managing healthcare provider and was provided with a physician listing.